Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 19815446 / 19805533, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a leg muscle spasm with stimulator. The patient underwent an explant procedure. No device malfunction was suspected.